Event description:
It was reported that the customer is returning all lots after having issues with some harmonic ace instruments unable to rotate the roll axis. The instrument has never been used. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is completed to determine the cause of this reported event. Intuitive has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of uncontrolled motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. During roll articulation on the system, slight friction and delay to rotate when the hand controls were not moving. Excess friction was observed when manually rotating the main tube off the system. This instrument was transferred to engineering for further investigation. Engineering confirmed the initial failure analysis. The housing was removed, and the outer diameter of both roll gears were measured using a pair of calipers. The roll gears were out of specification, which contributed to the excess friction observed. The root cause is contributed to the manufacturing.